Event description:
Pt underwent cardiac ablation procedure on (B)(6) 2013. It was alleged that during f/u visit with cardiologist, pt was noted to have sustained a burn where the grounding pad had been placed during ep procedure. No prior notice of the alleged event was reported until (B)(6) 2014. When reviewing pt's records, it was noted that pt had undergone a prior ablation procedure on (B)(6) 2013, which was unsuccessful, and was found to have sustained a burn from the grounding pad post procedure. It is unclear as to whether the pt sustained another burn following the (B)(6) 2013 ablation procedure as reported or if the date was incorrect.